Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits was reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a customer reported an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer received treatment of insulin / glucagon or another medicine by a non-healthcare professional. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a customer reported an adhesive issue with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer received treatment of insulin / glucagon or another medicine by a non-healthcare professional. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.